Event description:
It was reported that an alert was generated for a lead safety switch (lss) due to an out of range pacing impedance measurement on the atrial channel. Lead trend data identified measurements between 1906 ohms and 1998 ohms the week prior to the alert. The system remains in service and no adverse patient effects were reported. The local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5186597.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.